Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use endeavor resolute rx coronary drug eluting stent to treat a severely calcified and non-tortuous mid lad lesion exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. No difficulties were noted when removing the protective sheath. The device was inspected post removal of the sheath with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent dislodgement occurred during delivery to target position. It was described that the lesion was seriously calcified, the physician had difficulty to deliver the stent to cross the lesion, so the stent wire deformed and caused the dislodgement. Physician tried to take out the dislodged stent with guide wire but failed. The dislodged stent was removed from the patient. Physician commented the event was due to lesion¿s calcification. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. Deformation was apparent to the distal tip during analysis. If information is provided in the future, a supplemental report will be issued.